Event description:
It was reported the device algorithm inappropriately withheld therapies for two ventricular tachycardia/ventricular fibrillation episodes for which the patient was symptomatic with pre-syncope. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data (B)(4) collected from the device and have analyzed the data. The save to disk was reviewed and no anomalies were found.